Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that on the (B)(6) 2014, there was removal of veptr system and final fixation surgery. On (B)(6) 2014, there was removal of chest drain. Atelectasis occurred after the removal surgery of the chest drain. (B)(6) 2014, postoperative ambulation, the revision surgery was not a planned surgery. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that initially vertical expandable prosthetic titanium rib (veptr) was implanted at the third through tenth ribs on the right side on (B)(6) 2009. On (B)(6) 2011 veptr was implanted at the fourth rib through third lumbar vertebra on the right side. This report is for an unknown veptr implanted at the fourth rib through third lumbar vertebra on the right side.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown veptr/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.